Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter stated that the insulin on board (iob) feature is not calculating properly. The reporter stated that the iob the morning of (B)(6) 2013 was 0.42units, after the patient had not received a bolus all night. The reporter stated that he has lost confidence in the pump and requested the pump to be replaced. The patient has reportedly been removed from insulin pump therapy and is on a back-up plan for insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Pump was primed and exercised correctly. Force sensor calibration reading is within specification. Insulin on board calculation is accurately functional. Pump was opened and inspected. No moisture ingress was observed. No intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.